Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02420. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. The laa anatomy was described as a wind sock type. Heparin was administered and the activated clotting time (act) was 317. A 21mm watchman ® laa closure device & delivery system was advanced through a watchman ® access system. The closure device was deployed; however, it was too small for the laa. Therefore, they attempted to recapture the device. There was difficulty in recapturing the device, but they were eventually able to fully recapture and remove the closure device and delivery system. Once outside the patient, they noticed that the pet fabric on the device was not circumferential and looked irregular. The exchanged it for a larger closure device (24mm) and successfully implanted that device through the same access system. There were no patient complications and the patient is fine.